Event description:
It was reported that while drilling the pin, the threaded portion of the pin snapped off and was lodged inside the femur. The surgeon was unable to remove it and we had to x-ray to ensure that the pin did not pose a safety risk for the patient. We then proceeded to continue with the case as normal. The pin was used off label, and suspected to have been reused.

Manufacturer narrative:
This investigation showed that the sst half pin fractured by torsional overload. A likely cause of the fracture is the application of mechanical forces in excess of the strength of the stainless steel material resulting in an overload fracture. No material deviations were found in this investigation. It was reported that the pin was used off label and suspected to have been reused.